Event description:
It was initially reported that the pt was experiencing breakthrough seizures, unk if above or below pre-vns baseline. Generator replacement surgery is possible but has not occurred at this time. Review of the MFR programming history database indicated that the pt had their generator programmed off on (B)(6) 2010 and was still off on (B)(6) 2010. It is unclear if the pt has her generator programmed on at this time. Good faith attempts for more info have been unsuccessful to date.

Event description:
Additional information was received that that patient generator replacement is on hold. The patient has been seizures free and no longer plans to have her generator replaced. The report of the breakthrough seizures were possible breakthrough seizures which was later clarified by the physician that the patient was seizures free confirmed through evaluation at a epilepsy monitoring unit.

Manufacturer narrative:
Analysis of programming history.